Event description:
It was reported a patient passed away. An autopsy revealed the leads were loose and break was noted but it is not confirmed whether this contributed to patient death. No additional information was available.

Manufacturer narrative:
Further information requested but not received.